Event description:
A company representative reported a case of toxic anterior segment syndrome (tass) after a toric implantable collamer lens (icl) was implanted into the right eye (od) in a 18 yo patient on (B)(6) 2024. The patient underwent bilateral sequential surgery. The msi injector system was reported to be used intraoperatively. Unspecified "particle like precipitation" was observed on the surface of the icl. At that time the patient was treated with tobramycin dexamethasone eye ointment, and prednisolone eye drops, resulting in improved symptoms. On (B)(6) 2024 patient condition was reported to be: ucva 20/20 and iop 16mmhg. The lens remains implanted with continued patient follow up. The cause of the event was reported as unknown.

Manufacturer narrative:
Manufacturer narrative : a review of the device labeling was completed. Device indications state: intraocular lens (ticl) is suitable for the treatment of phakic eyes in adults aged 21-45: correcting/reducing myopia in the range of -0.5d to -18.0d and astigmatism less than or equal to +6.0 in adults. It should be noted, at the time of initial implantation this patient's age (18 yo) was outside the indicated age range. Therefore, there is not enough safety & effectiveness data to support implantation in this patient category. Iritis and intraocular infection are identified in the labeling as known adverse events following icl implantation. The dfu provides the surgeon instruction for complete ovd removal. Warning: (5) after inserting this product, aspirate the viscoelastic substance completely from inside the eye. Do not use highly viscous viscoelastic substances that are difficult to aspirate completely. A precaution is provided, (3) the lens must not be exposed to any solution other than normally used intraocular perfusion fluids (e.g., isotonic saline, bss, viscoelastic solutions, etc.). Under instructions for use: the viscoelastic must be completely removed before the eye can be closed (without sutures). Toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with tass, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also lead to tass. Given the delayed presentation of a unilateral tass, an exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. (B)(4)

Manufacturer narrative:
Additional data: h6- device history record (DHR) review: based on the results of the investigation, the DHR review indicates that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Claim # (B)(4).

Manufacturer narrative:
H6 type of investigation lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).